Event description:
It was reported that pt complains of difficulty walking and pain at joint site since the surgery. Pt's CT-scan and tests are pending. Pt states that his insurance is not authorizing all these medical expenses.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.